Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not provide a lot number, therefore a review of the device history record and complaint database could not be performed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method: device history record and complaint database could not be reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that during angiographic procedures, the high pressure tubing would not hold the applied pressure while injecting contrast. The customer also reported that tubing sets were torn during the procedures. No harm or injury was reported. The customer reported fifty defective devices but did not provide any further information or specific clinical details for the events. Therefore, this single form FDA 3500a will be submitted for this complaint.